Event description:
It was reported that the surgeon inserted an aq2003v silicone three piece lens and lens did not seat properly in the eye. The lens was removed and replaced with the same type of lens without any pt injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that a haptic and part of the optic was torn off and there was a clear residue on the lens.